Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. Additionally, it is presumed short circuited by coating at the image sensor cable of the bending section peeled off or disconnecting of the shielding wire. Presumably stress to the bending section such as bending excessively caused the damage of the image sensor cable. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ [inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. Warning do not stare directly into the distal end of the endoscope while the examination light is on. Eye injury may result. Note: if the object cannot be seen clearly, wipe the objective lens using gauze moistened with ethyl. Observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Operate the up/down angulation control lever slowly in each direction until it stops. Turn the insertion tube rotation ring slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Align the up indication of the insertion tube rotation ring with the up indication on the control section. [Event 2: coating at insertion tube peeled off]. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope]. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope has no image. The reported issue occurred during an unknown procedure. The procedure was subsequently completed with the same device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating was peeling on the image guide coil which, is a reportable event. This medical device report (MDR) is being submitted to capture the reported event by the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image disappears during angulation in the up and down directions due to breakage of the image sensor in the charge-coupled device unit. Upon further inspection, it was observed that the coating was peeling on the image guide coil (connecting tube). It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the forceps or channel cleaning brush could not be inserted smoothly due to a dent on the channel tube caused by physical stress. Lastly, a scratch was observed on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.